Manufacturer narrative:
Date received by manufacturer, corrected data: follow-up report #01 inadvertently provided 10/31/2017 aware date instead of 11/27/2017 (correction-only report).

Event description:
Per the company representative, the physician was unsure whether premature battery depletion was occurring with the patient's device. Per the company representative, the battery status indicator of the suspected patient's generator was still green. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement surgery due to low battery. The explanted generator was received by the manufacturer for analysis, but analysis has not been approved to date. Additional programming data was reviewed for the patient's device. The full data spanned from the date of implant through 1 month prior to explantation of the device. The 25% life remaining indicator was first observed 1.5 years after implant; however, only 31% of the battery capacity had been consumed to date. The 25% life remaining indicator was observed at subsequent clinic visits over the next 4 months. The intensified follow-up indicator was observed at the following two clinic visits. As of the last available date, only 41% of the battery capacity had been consumed to date. These discrepancies are an indication that the battery was depleting faster than expected. Impedance was within the normal limits throughout the available programming history. There was no evidence that an electrocautery tool came into contact with the device at implant. It appeared likely that the cause of the premature battery depletion is related to the manufacturing process of the generator. No additional relevant information has been received to date.

Event description:
Analysis was approved for the returned generator. When received, the final data was downloaded from the generator and reviewed. The data showed that 43.840% of the battery capacity had been consumed to date. The impedance values of the most recent significant impedance change were within the normal limits. The generator was interrogated ,and system diagnostics were performed and returned results within the normal limits. The final measured battery voltage was 2.511 v with the generator case removed. The generator was opened, and a visual assessment of the internal circuitry showed contaminants on the trimmed edge of the circuit board. The circuitry was tested and failed several electrical tests. The contaminants were removed from the circuit board, and the circuit board passed the electrical tests. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain, which in turn led to premature depletion of the battery.

Event description:
The treating physician reported that the patient's generator had reached the 25% life remaining status. The generator had only been implanted for 1.5 years at the time of the follow-up visit. The physician did not believe that the vns settings were high enough to result in excess battery drain. The device history records were reviewed and confirmed that the device was manufactured using a process that may have contributed to premature battery depletion. The device met all specifications for release prior to distribution. Programming history was reviewed for the patient's device. The data was available for the first year of implant. The device had been programmed to the same settings from the date of implant through the end of the available programming history. Normal battery depletion was observed through the beginning of the implant life of the device, and impedance was within the normal limits throughout the available programming history. There was no evidence that the generator came into contact with an electrocautery device that may have contributed to an unexpected discharge of battery. On the last available date of programming history, the percent battery remaining estimate based on the programming data indicated that 78% of the battery capacity remained, but the percent battery remaining estimate based on the battery voltage indicated that 27% of the battery remained. This discrepancy is indication that the generator may have depleted faster than expected. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
A physician reportedly had a gut feeling that a patient's device was showing signs of premature battery depletion. According to the physician, the battery statuses on the patient's device were changing quicker than those of other patients' devices that were implanted around the same time. A company representative indicated that the patient's battery status indicator was still displaying a green icon at the time of the report. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not include allegation against manufacturing process.

Event description:
The generator was believed to have been manufactured using a process that may have contributed to the premature battery depletion. No additional relevant information has been received to date.